Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they heard a strange sound while rotating the knob and installing the equipment. Failure to lock onto retractor arm was not able to tighten in fixed position even rotated the knob to hear the click sound. After that the stabilizer is working not functional, they decided to replace it with a new one immediately. No procedural delay. No harm to patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/27/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. A mechanical evaluation was conducted. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning problem" was confirmed. The lot # 3000251037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.